Manufacturer narrative:
E.1 initial reporter facility name - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that drawer 3 was failed and device not detected on the bus. A field service engineer (fse) documented that drawer 3 on the anesthesia station was not detected on the communication bus. The fse identified that a liquid spill had caused failure of the drawer controller board and replaced it with an updated version. The fse rebooted the station and addressed a firmware installation issue by deploying the firmware through the remote smart service and adjusting network speed settings, after which the installation was successful. The fse observed that the drawer did not respond during configuration and identified a damaged solenoid, which was replaced. The fse further corrected latch and position sensor alignment due to mismatch with the new controller board, and after completing all hardware corrections and restarting the station, normal functionality was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es not detected on bus and found liquid spillage. There were no delay, no adverse events or injuries reported based on this event.